Event description:
It was reported the insulin pump had cracks around the battery compartment. Customer stated that she walked into a desk. Three of the four corner of the display was deeply cracked. Customer's blood glucose was 10.2 mg/dl. No further info reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.